Event description:
On 9/29/98 at 1500, nurse was called to the room by pt, reported intravenous fluid leaking. The female adapter (yellow part) disconnected from tubing (connected to needle part). Nurse reattached yellow adapter and flushed portacath with heparin. Pt's care nurse came to the room, and changed entire portacath system, positive blood return with new portacath system, intravenous fluid infusing again by 3:20 pm without difficulty. Adverse events unknown at this time.